Manufacturer narrative:
Concomitant product: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported an epidural hematoma. The patient had the trial leads removed on (B)(6) 2015. It was noted the trial was not effective. The patient was discharged per usual protocol. The patient had increased lumbar pain and decreased function of lower extremities. The patient went to the emergency room and had surgery for the evacuation of the epidural hematoma. The patient was still hospitalized awaiting rehab evaluation. The patient had diminished sensation and function of bilateral lower extremities. It was noted the patient took coumadin and had used a lovanox protocol in preparation for the trial. Permanent sequela was unknown at the time of the initial report. Later, the rep stated the patient's condition had not significantly changed as of (B)(6) 2016. The cause of the epidural hematoma was due to patient non-compliance during the trial period. The patient was not on anti-coagulants during that time. However, the patient did not back on their anti-coagulant medication and when the trial leads were pulled, they bled, which led to the epidural hematoma. Given the patient's condition had not improved significantly; they were still waiting to decide on what kind of rehab would be appropriate for the patient's recovery. At the time of the report, the issue was not resolved. Please see manufacturer report #2649622-2016-00082 for information on the patient's concomitant product.